Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 56/50 code p on the right side on (B)(6), 2007 and revised on (B)(6), 2014 due to osteolysis and elevated co level.

Manufacturer narrative:
The MFR did not receive any devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).